Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking t-lock was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the sample return. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported via medwatch "PICC lines leaking at the rubber-like stopper upon attempts to flush." The exact quantity of leaking piccs was not provided by the customer to bd vascular access devices field assurance.

Event description:
It was reported via medwatch "PICC lines leaking at the rubber-like stopper upon attempts to flush." The exact quantity of leaking piccs was not provided by the customer to bd vascular access devices field assurance.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon. The exact quantity of leaking piccs was not provided by the customer to bd vascular access devices field assurance however bd has addressed 4 similar events under the following medwatch reports: 3006260740-2023-01578; 3006260740-2023-01579; 3006260740-2023-01580; 3006260740-2023-01619.